Event description:
The customer reported the battery is not charging when plugged in. There was no reported pt involvement/adverse pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.